Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the patient skin was swelled after the catheter was inserted 1 hour later." The patient was reported as fine after the incident. Additional information was requested.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "clinicians must be aware of complications/undesirable side-effects associated with central venous catheters including, but not limited to bacteremia, septicemia, hematoma, hemorrhage, etc". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data:

Event description:
It was reported that: "(B)(6) 2024, the doctor found the patient skin was swelled after the catheter was inserted 1 hour later." The patient was reported as fine after the incident.